Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
The customer reported a blower temperature high error. The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer was advised to replace the blower, and was provided with the part number. There was no reported patient or user harm. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Although requested, the customer was unable to provide additional information. The customer reported that they replaced the inlet filter. After, the device was reported to have tested fine for two days before retuning the unit to active service.